Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Event description:
It was reported that a patient underwent an unknown procedure on a (B)(6) 2016 and suture was used. Prior to the procedure, when pulling the product for the case, it was found that the suture itself was coming out of the inner suture folder package but still inside the outside sterile wrapper. Some suture was in the seal and appeared to have been cut off at the edge of the seal. Another like device was used to complete the procedure. There were no reported adverse patient consequences. No additional information was provided.

Manufacturer narrative:
One unopened sample was received for evaluation and during the visual inspection of the unopened overwrap packet was observed suture material in the seal area compromising the sterile barrier. According the sample condition, the assignable cause is suture in seal area.